Manufacturer narrative:
The customer stated that she applied the drop of control solution directly to her finger. The contour next control solution user guide states "squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." During the call, the customer was informed about the correct testing technique. The customer ran three additional control tests with the correct testing technique and obtained results within acceptable range. The readings were properly marked as control tests in meter's memory. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran control test on her contour next meter and obtained a reading of 265 mg/dl at 12:08 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. The suspected contour next control solution was not returned. Therefore, in-house testing was performed using the returned meter with returned test strips and in-house contour next control solution from lot # 9bv2g43, which gave a satisfactory performance. All readings obtained during in-house testing were properly marked the meter's memory.